Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy on (B)(6) 2014 05:33:06. During night drain cycle three, the patient's drain volume was 4530ml, indicating the home patient (hp) drained 1830ml more than their maximum programmed fill volume of 2700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes visual inspection, functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.